Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated during service. The device failed the temperature test. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device needed to be serviced. During servicing, it was noted that the device heated up. It is known that the device was being used during surgery and there was no injury reported. However, it is unk if there was any medical intervention or surgical delay related to the event. No add'l info available.